Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. Logfile review can confirm break at 29% during treatment due to an error message. At the visit on site, the field service engineer (fse) performed an energy calibration and energy check. The system meet specification before and after the reported event. The assumed root cause might be that the customer decreased the gas pressure manually as the device is only used once a month. A decreased gas pressure can lead to the reported error message. The customer reported that the error message "secondary energy too high" was displayed during surgery. Thus, the treatment was interrupted by the device automatically based on the safety system. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgical technologist reported too high secondary energy error during a procedure on the left eye. Treatment was completed to 38% and then the laser was disabled. The patient was sent home to recover and will be brought in later to finish the treatment. The laser was restarted and energy test was performed without any issues. Upon follow up, patient is being treated with a topical antibiotic and topical steroid drops.